Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. Additionally, visual summary analysis of the lead indicated damage at implant. The analyst notes indicated that the distal conductor distorted at the distal tip and will not allow guidewire to backload and that use of a competitor guidewire is contraindicated in the IFU (instruction for use).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the competitor guidewire got stuck in the lead while the lead was in the cs (coronary sinus) sub-branch. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.